Event description:
A healthcare professional reported limited probe's cutter speed noted during a retinal procedure. The reporter believes that the issue is likely related to the color codes on the tubings which were noticed to be incorrect. Additional info has been requested for this case.

Manufacturer narrative:
A product sample has been received and it is awaiting evaluation. H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).